Event description:
It was reported that the patient underwent a vns repositioning surgery in 2009 due to pain. This patient also underwent a prophylactic generator replacement in 2009. This generator was received by the manufacturer and an analysis was performed. The generator was found to be operating within designed limits and there were no performance or any other type of adverse conditions found. Multiple attempts for follow up were performed with the patient's neurologist, but no additional or relevant information has been received to date.